Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump was damaged. The down button did not work. His blood glucose level was not reported. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The pump had intermittent button response due to a flattened dome switch on the down arrow button. The pump also had minor scratches on the lcd window and a cracked reservoir tube lip.